Event description:
A procedure of balloon atrial septostomy was performed. We observed a complete detachment of the balloon from catheter shaft while the balloon was already in the ra. The balloon contained contrast and could be visualized and snared by multisnare. The baby is well with single ventricular morphology."

Manufacturer narrative:
Balloon detachment was confirmed. Two device from the same lot were evaluated. The bond strength of the devices during in vitro bench testing was greater than 10 lbs of pull strength. The two devices from the same lot exhibited pull strengths of 11.42 lbs and 11.76 lbs which is right in line with the original bench testing that was conducted. Cause of malfunction is unk.